Event description:
It was reported that during a procedure at the user facility, there was a small amount of smoke coming out of the end of the core impaction drill. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that during a procedure at the user facility, there was a small amount of smoke coming out of the end of the core impaction drill. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event of smoking from the handpiece was unable to be duplicated by the manufacturer service technician. However, it was noted that the flex assembly on the motor cartridge was damaged, which may cause the reported event.

Manufacturer narrative:
The device is available for evaluation; additional information may be submitted once the quality investigation is complete.